Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within a patient to treat a perforation within the esophagus on (B)(6) 2012. According to the complainant, on (B)(6) 2012, the physician identified a 14mm gastroenteroanastomotic stricture due to a ventricular ulcer secondary to laparoscopic gastric bypass (lgbp) surgery. The date of the lgbp was not reported. The physician dilated the stricture with a non bsc balloon up to maximum 20 mm. Eight hours later the patient complained of abdominal pain. A CT scan showed free air in the abdominal cavity. A perforation was confirmed. Two hours later, the wallflex esophageal fully covered stent was implanted to seal the perforation. The stent was implanted as a treatment option, in order to prevent leakage into the mediastinum, and avoid emergency surgery. Reportedly, most of the stent was placed proximal to the perforation. After stent placement the patient didn't felt well. A CT was performed and didn't show any leakage or migration of the stent. On (B)(6) 2012, fours day post stent placement, the patient was still not recovering well. The physician's colleagues did a repeat surgery, during which time they discovered that the stent had partly migrated and was no longer sealing the leakage in the gastroenteroanastomosis caused by the perforation. The stent was repositioned and sutured around the perforation site in order to seal the leakage. Reportedly, the patient still didn´t feel well after this repeat surgery. Therefore, the patient was referred to another facility and they found an obstruction at the "entero-enteroanastomosis," which was confirmed to be unrelated to the stent migration. During this procedure, they discovered the stent had once again migrated and wasn't sealing the leakage(perforation). Therefore, a second stent was placed inside the wallflex esophageal fully covered stent. The patient was reported to have recovered 3-4 weeks after the last surgery and was discharged. Both stents are planned to be removed at week 47.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." However, the complaint states that the stent was implanted to treat a leak(perforation) following laparoscopic gastric bypass surgery. Stent migration is listed in the dfu for this product as a potential adverse event associated with the use of this device. Based on the results of the investigation and the details of the complaint, the root cause is use/user error.